Event description:
It was reported that the vent cap portion of the cannula broke during prep. No patient contact was made. The device was exchanged with another femoral cannula, diitfa02225, and functioned as intended. It was reported that the hospital does not wipe the cannula down with any solvents before use and there was no excessive force used during the time the vent cap broke.

Manufacturer narrative:
Evaluation: the customer reported that the vent cap portion of the cannula broke was confirmed. The cannula was visually inspected and found the crack observed at the t-connector portion. No other defects was found. The complaint was reported to edwards on (B)(4) 2013. Upon evaluation it was found the cannula to be cracked and not the vent cap as initially reported. Do to this change, this event is reportable upon the engineering evaluation of (B)(4) 2013. The reported cracked t-connector has multiple possible root causes. Possible root causes identified and investigated are: the hospital may have wiped the cannulae with alcohol prior to use. The customer may have used aggressive force to tighten the cap on the t-connector port while the cannula was wet. Shipping conditions may have been outside of the packaging validation. Operators may have over tightened the cap on the t-connector port because the cannula was wet during manufacturing. Operators were given refresher training on adequate drying times. Edwards has opened a CAPA which is in implementation phase to address these concerns. The IFU contains the appropriate instructions on how to use the device safely. Due to potential use errors and shipping conditions, a manufacturing defect cannot be confirmed. Case notes and imaging were not available for this complaint. Manufacturing records were reviewed for this lot and found acceptable. Trends will continue to be monitored through the edwards quality system.